Event description:
Report received of a tubing rupture during use with a power injector. The customer reported that during an unidentified radiologic procedure, omniscan 300, 100 ml, was to be injected at unspecified settings via a medrad power injector. Upon injection, the tubing ruptured. The customer reported no injury, no eye contact with the contrast, or delay in procedure. It was unknown to the reporter whether any bleedback occurred, however, reporter indicated that they would have been made aware of significant bleedback. Although requested, no add'l info was provided.